Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during priming. The customer stated that the insulin pump may have been exposed to high magnetic fields the night before the call. During troubleshooting, the customer stated that the drive support cap was protruding. Blood glucose level at the time of the incident was 112 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for.

Manufacturer narrative:
The insulin pump was received with motor error alarm during basic occlusion test due to protruded loose drive support disk. However, the insulin pump passed displacement, rewind, no delivery and motor tests. The insulin pump has minor scratched lcd window and cracked reservoir tube window.